Manufacturer narrative:
(B)(4). Unit passed displacement test, sleep current test, active current test and selftest. Low battery alert less than 1 week not confirmed. Power error due to j6 connector resistance issue. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a replace battery alert. The customer¿s blood glucose level was unknown. Customer did not receive a low battery alert prior to the replace battery alert. The device will be returned for analysis.